Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0097 showed three other similar product complaint(s) from this lot number.

Event description:
Reported febrile neutropenia with powerpicc, no more information available at the moment. Reported via viedoc website.